Event description:
In the framework of a clinical study, we got the info that a pt underwent a revision surgery, due to the nail fracturing 6 months post op.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been complete, any add'l info will be reported in a supplemental.